Event description:
It was reported that during follow-up, an alert for out of range high voltage lead impedance was noted. The condition of the patient is good. The lead remains implanted and will be monitored.